Event description:
Freedom driver changed to backup freedom driver sn (B)(6) after initial driver was dropped and driver started fault alarming after being placed on patient.

Manufacturer narrative:
Device history record (DHR) review confirmed freedom driver s/n (B)(6) passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating that speaker 2 voltage was too low when off. Visual inspection of external components found the cable port from external power to main pcb was damaged. Visual inspection of internal components found no abnormalities. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. No additional testing was applicable as the fault alarm in the original complaint annunciated immediately upon powering on the driver. The reported issue was not replicated. Failure investigation confirmed the reported issue during alarm data review. The alarms recorded in the driver's data file have historically been caused during an onboard battery swap while the driver was not plugged in, however, the customer complaint was not replicated during testing. The root cause of the reported fault alarm upon immediately powering on the driver was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. Damage found to the cable port was cosmetic only and would not have affected the functionality of the driver. No evidence of a device malfunction was found. The patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Freedom driver changed to backup freedom driver sn (B)(6) after initial driver was dropped and driver started fault alarming after being placed on patient.